Event description:
Device 1 of 2. Reference MFR report 1627487-2014-24020. Patient received two leads with same lot numbers. It was reported that the patient is no longer receiving stimulation. Diagnostics indicated high and low impedance values. Reprogramming was unsuccessful. X-rays revealed that both leads have pulled out of the epidural space. Surgical intervention will take place to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.